Manufacturer narrative:
Correction: lot number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed the event as related to the index device and not related to the index procedure or paclitaxel. Cec commented that the pci of the target limb was clinically driven and involved the target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one medtronic standard pta was used to treat the left anastomosis. Approximately 9 months post procedure the patient suffered avf dialysis shunt restenosis and was treated with medication and a non-medtronic pta of the anastomosis. Patient recovered. Investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.